Manufacturer narrative:
(B)(4). The customer returned one arrow guide wire and dilator for analysis. Visual analysis revealed two major kinks on the guide wire body. The guidewire was also bent near the middle of the guidewire body. The distal j-bend was intact. Signs of use in the form of biological material were observed. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. The kinks in the guide wire measured 20mm, and 37mm from the distal weld. The guide wire total length measured 355mm, which is within the specification limits of 350mm - 355.6mm per the guide wire graphic. The guide wire outer diameter measured .616mm, which is within the specification limits of .610mm-.635mm per the guide wire graphic. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "advance spring-wire guide through guide wire introducer needle or catheter into vein". The guide wire was inserted through a lab inventory introducer needle and the returned dilator. Slight resistance was observed at the kinked portions of the guidewire. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU also informs the user, "warning: do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two major kinks on the guide wire. The guidewire was also bent near the middle of the guidewire body. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. During inserting the swg into the patient, md felt resistance from the guide wire. Md could not proceed with the procedure, and md finished using the new product". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. During inserting the swg into the patient, md felt resistance from the guide wire. Md could not proceed with the procedure, and md finished using the new product". No patient harm reported. The patient's condition is reported as fine.